Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of myelopathy in a female pt who received super poligrip (formulation unk) over a period of 15 years as a denture adhesive. A physician or other health care professional has not verified this report. In 1994, the pt began using super poligrip. In (B)(6) 2006, the pt was diagnosed with myelopathy. According to the claim, "as a direct and proximate cause of use of super poligrip, plaintiff has developed myelopathy which has progressed to widespread neuropathy in areas including, but not limited to, hands, arms, legs, torso, and other parts of the body. Plaintiff has suffered, and continues to suffer, serious, progressive and incurable ataxia as a result of her use of super poligrip. Plaintiff learned, for the first time, that myelopathy was caused by use of super poligrip in (B)(6) 2009." This case was assessed as medically serious by gsk. A the time of reporting, the events were unresolved. The MFR's report number for this case is 9681138-2009-00136. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).